Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (displays an error code when charging a battery pack) was confirmed. As received, the charger/modem would not charge a test battery pack. Upon evaluation, there was contamination on the battery board. The cause of the inability to charge the battery packs is the contaminated board. The root cause of the contamination is liquid ingress of an unknown contaminant. A patient safety alert was mailed to active patients on 04/24/2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger indicating that it displays an error code when charging a battery pack.